Event description:
It is reported that a customer is getting a calibration error on their insulin pump. The patient's blood glucose was at 258 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor is displaying the wrong sensor glucose in comparison with the customer's blood glucose. The customer was informed that the sensor needed to be replaced and a new sensor was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.